Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for an alleged pump error 53 and high bg found on (B)(6) 2021. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and test p-cap locks into the reservoir compartment. Unit passed the self test and displacement test. No alarms occurred during testing the history download confirmed pump error 53 due to software error, however it was found months after event date on (B)(4) 2021 at 16:16 and 16:19. No pump error 53 alarms noted during testing. However, the formatted history file confirmed pump error 53 alarm (line number 5632 file number 2005). Problem isolated to the electronic assembly as per global logic analysis esf2610666. Pump was cut open and no anomalies noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a software error. High bg is unable to be confirmed.

Event description:
Medtronic received information that pump error 53 occurred. There was no adverse impact or consequence reported as a result of this event.